Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient had the pump replaced on (B)(6) 2021. It was noted after the pump was replaced the patient had a number of health issues including, biliary tube placed due to bowel obstruction, nerve block in her back, cardiac event, and sepsis. The patient was now home but had not fully recovered. The patient was in the emergency room at some point. Additional information was received from a healthcare provider (hcp) on 2021-aug-04 indicated it was unknown if any diagnostics/troubleshooting was performed. The only documentation received stated the pump was in motor stall. The cause of the health issues post pump replacement was unknown and it was unknown if the health issues were related to the device and/or therapy. Additional information was received from a healthcare provider (hcp) again on 2021-aug-19 indicated the health issues (biliary tube placed due to bowel obstruction, nerve block in her back, cardiac event, and sepsis) following pump replacement were not thought to be related to the pump or therapy. When asked for cause of the health issues, the hcp indicated that it was not related to pump or therapy. It was noted that prior to pump malfunction (motor stall), the patient was hospitalized for two weeks for health issues unrelated to the pump or therapy. The pump was replaced on (B)(6) 2021 and the reason for replacement was due to a motor stall. The cause of the motor stall was not determined. The patient did not have an MRI. The pump status was unknown. The hcp reported that when the pump started to alarm, the logs were read and determined the motor stall had occurred and at the time the logs were read, the pump was still stalled. The motor stall issue had resolved, but the hcp was unsure if the health issues and sepsis had resolved. The hcp reiterated that the health issues were not thought to not be related to the pump or pump therapy as the patient was hospitalized for health issues prior to the motor stall. It was noted the health issues had not resolved before the pump was replaced but that the patient was stable enough for pump replacement.